Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, an unexpected motor noise anomaly was noted during the rewind due to faulty motor. The unit was received with minor scratched lcd window.

Event description:
Customer reported his insulin pump is stuck in rewind. He was trying to change his infusion set when the issue occurred. Customer is now off the device and has been using manual injections. Customer's blood glucose was 76 mg/dl. Customer declined troubleshooting. The device is being replaced. Nothing further reported.